Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd plastipak¿ hypodermic syringe luer lok¿ was found with foreign matter as¿ syringes containing particles. The particles are within the fluid pathway.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: it has been received 1 unused sample of 10ll without blister. Upon visual inspection of the sample received, it can be observed a small particle inside the syringe, on the stopper. Upon inspection at 10x it can be confirmed this particle is a polypropylene particle. DHR of lot 1710009 has been reviewed not finding any annotation or deviation regarding the alleged defect. This particle come from molding and transport processes. Based on all the preventive measures and our stringent in process inspection plan, we are certain that this should be an isolated issue. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The incident is reported to area manager. Defect: pp particle inside the syringe. It has been received 1 unused sample of 10ll without blister. Upon visual inspection of the sample received, it can be observed a small particle inside the syringe, on the stopper. Upon inspection at 10x it can be confirmed this particle is a polypropylene particle. (See attached pictures). DHR of lot 1710009 has been reviewed not finding any annotation or deviation regarding the alleged defect. This particle come from molding and transport processes. Based on all the preventive measures and our stringent in ¿process inspection plan, we are certain that this should be an isolated issue. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): visual inspection: molding: 2 injections per shift. Printing: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. Functional inspection: printing: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. Assembly: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. Primary packaging: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. The incident is reported to area manager. Investigation conclusion: this particle come from molding and transport processes. Based on all the preventive measures and our stringent in process inspection plan, we are certain that this should be an isolated issue.